Manufacturer narrative:
(B)(4). Conclusion: implanting in zone one, dissection.

Event description:
A valiant stent graft system and another manufacturer¿s graft was implanted for the endovascular treatment of a type b thoracic aortic dissection in zone one. It was reported that one week post index procedure, the patient presented for a follow up CT scan that showed a penetrating atherosclerotic ulcer at ascending aorta. It was decided that the patient will be monitored with medical therapy and was discharged. One month later, the patient complained of chest pain and the CT scan confirmed a retrograde type a dissection. The physician stated that since the patient initially had type b dissection, blood vessel was in poor condition. During tevar, fluoroscopic image seemed that a bare stent didn¿t touch with the vessel wall of both greater curvature and lesser curvature. But, it touched with the vessel wall of the lesser curvature. Dissection was confirmed from distal side of bare stent so, the dissection was related to the graft. However, the dissection would have occurred with any devices. The physician performed a secondary intervention and replaced the valiant stent graft with a prosthesis. No additional clinical sequelae were reported and the patient is stable.